Event description:
It was reported that pump experienced malfunction with displayed malfunction code and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.